Event description:
The complainant reported that during set-up of an impella device, an alarm occurred following inserting a purge cassette into the device. It was observed that the cassette appeared to be too small for the space and that the cassette did not fit well. The purge cassette was replaced and the replacement cassette resolved the issue. There was no reported patient involvement.

Manufacturer narrative:
D4. Primary UDI number is unknown. D4. Expiration date is unknown. H4. Device manufacture date is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Upon review, it was identified that the implantation date (d6a) was inadvertently omitted in error; the complete date has now been provided. Upon review, it was identified that the explantation date (d6b) was inadvertently omitted in error; the complete date has now been provided. Upon review, it was identified that the manufacturer contact fax number (g1) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the purge cassette detection and dimension issues was not determined due to no product returned and insufficient clinical details.